Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "device is under infusing. Fails accuracy during biomed testing. Delay in therapy: no. Need for medical intervention: no. Death / serious injury: no." Additional information was received on oct. 22nd, 2015: kindly acknowledge no patient was involved and no human harm caused. None. What software version is installed on the device? R11v52. What were the treatment settings? N/a. Rate: 125ml/hr. Vtbi: 20ml. Time: n/a. Mode: continues. What was the pressure (occlusion) sensor setting (0.4-1.2 bar)? .8 bar. Administration set used (type and lot number): 12003-000-0020. What catheter was used (size of catheter, type, catalog number, manufacturer, etc.?) None. Drug administered: n/a. Priming method (manual / with pump): manual. What volume was used for prime? N/a. What was the bag volume: n/a. Please describe what is the deviation from the described treatment you have observed. Gravimetric results test one: 18.8ml / test two:18.76ml / test three: 18.11ml . Did you experience any alarms at the beginning / during / at the end of the treatment, if so, please detail the alarms and their occurrences. None.